Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was observed. The customer was advised to clean the optical line, decontaminate the bulk mup line and calibrate the optics. The customer reported after performing the recommended maintenance procedures, the recalibration failed. The customer had another lot of reagent. The customer's instrument message history was reviewed and determine there were no issues. The customer stated after centrifugation of calibrator a, recalibration was successful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.